Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a broken cable; this condition had the potential to interrupt delivery. This condition was found in the emergency room. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a flogard infusion pump with a broken cable was confirmed and reproduced during evaluation. The cause of the reported condition was determined to be physical damage to the power cord jacket. The cord was replaced to fix the reported condition.